Event description:
The patient went to the hospital because the product did not work properly. It was noted that the pump was dented when squeezed. Two weeks later the patient underwent an inflatable penile prosthesis (ipp) replacement surgery where the pump and reservoir were replaced. There were no patient complications, and post procedure the patient was stable and improved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump collapsed/dimpled/flat and mechanical issue was confirmed through product analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed the 8lb activation test (2) therefore required more than 8lbs of force to activate. Additionally, the ms pump failed valve deactive state test. Product analysis concluded these activation issues and valve deactive state issues could affect the functionality of the device as the reported pump collapsed/dimpled/flat and mechanical. Product analysis confirmed pump malfunction. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was chosen, based on the failure with the pump failed activation test and valve deactive state test was identified.

Event description:
The patient went to the hospital because the product did not work properly. It was noted that the pump was dented when squeezed. Two weeks later the patient underwent an inflatable penile prosthesis (ipp) replacement surgery where the pump and reservoir were replaced. There were no patient complications, and post procedure the patient was stable and improved.

Event description:
The patient went to the hospital because the product did not work properly. It was noted that the pump was dented when squeezed. Two weeks later the patient underwent an inflatable penile prosthesis (ipp) replacement surgery where the pump and reservoir were replaced. There were no patient complications, and post procedure the patient was stable and improved.

Manufacturer narrative:
Corrected fields d4 updated to ms pump information.